Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, the knife trigger was stiff at press but the blade would advanced and retract once additional force was applied to the trigger. The device was disassembled and it was found that the device's red wire had came out of the pull tube and the knife pull would get stuck on it when attempting to advance and retract. It was reported that the knife did not return properly, there was resistance in opening and closing the jaws, and there was also exposure. The reported issues were confirmed. The most likely cause was traced to device design. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vlft10gen ft series energy platformx1 (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, after using this product for a while, the knife did not return properly, and there was resistance in opening and closing the jaws. After several attempts, the jaws opened. When looked inside the jaws, the knife was in a state where it did not return completely. Another ligasure was used with the same generator and it worked fine. There was no patient injury.

Event description:
According to the reporter, during procedure, after using this product for a while, at the beginning of the surgery, the knife did not return properly, and there was resistance in opening and closing the jaws on the mobilization around the connective tissue of the neck of the esophagus. The device was applied to tissue at the time the issue occurred. The knife blade could be operated, but it was not smooth. After several attempts, the jaws opened. When looked inside the jaws, the knife was in a state where it did not return completely. The knife blade protruded beyond the edge of the jaws. Depending on the operating conditions, it was not stored in the jaw. There was also exposure. Another ligasure was used with the same generator and it worked fine. There was no patient injury. Photo showed dent on the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, after using this product for a while, at the beginning of the surgery, the knife did not return properly, and there was resistance in opening and closing the jaws on the mobilization around the connective tissue of the neck of the esophagus. The device was applied to tissue at the time the issue occurred. The knife blade could be operated, but it was not smooth. After several attempts, the jaws opened. When looked inside the jaws, the knife was in a state where it did not return completely. The knife blade protruded beyond the edge of the jaws. Depending on the operating conditions, it was not stored in the jaw. There was also exposure. Another ligasure was used with the same generator and it worked fine. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.